Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that it is lightning failure due to malfunction of front panel led. Also, due to first pressure reducer, average flow did not satisfy the average. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during device evaluation. That the display of flow on the panel of the insufflation unit was not complete, due to a defective led. It was further found, that the average flow in standard mode was substandard, due to a defective 1st regulator unit. There was no patient involvement.